Event description:
The customer returned the high flow insufflation unit which is an olympus asset with no reported complaint. During evaluation of the device the service repair technician indicated gas leakage from the secondary piping due to loosened electropneumatic proportional valve unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely gas leakage occurred from the secondary piping due to loosened electropneumatic proportional valve unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device